Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed, and the initial findings were partially confirmed. The instrument was tested failed continuity and failed. The instrument was dissembled, and the wire was cut just behind the wrist and continuity was tested. It was confirmed fail between the cut wire and the grip. While attempting to strip the wire, the broken conductor wire became removed from the distal end. It was found that the conductor wire was broken where the wire wraps around the clevis pin next to the force amplification pulley. Additional findings unrelated to the primary finding: instrument bearings - corrosion and instrument clamping pulleys - residue. The instrument was found to have corrosion to the bearings and significant residue on the clamping pulleys.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. The conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the wire broke on a force bipolar instrument and stopped working. The procedure was completed with no reported injury. There were no delays in the procedure.